Event description:
It was reported that during an unspecified procedure, the guide wire coating delaminated. The lesion was located in an unspecified vessel. The physician advanced the magic torque guide wire, however, the "blue coating" delaminated. Since the magic torque was the only wire in the pt, the physician decided to "cut" the blue coating and use it to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).